Manufacturer narrative:
Product complaint # (B)(4). Initial reporter occupation: lawyer. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Statement of claim: doi: (B)(6) 2015. Dor: (B)(6) 2019. On (B)(6) 2015: plaintiff underwent total knee replacement surgery (right). The implants used were the depuy total knee arthroplasty system, attune size 3 fixed baseplate cemented, size 5 tibial insert, 35 mm dome patella, and a 5 right cemented posterior stabilized narrow femoral component. The surgery took approximately 75 minutes, and the plaintiff tolerated the procedure quite well. She was discharged from the hospital on (B)(6) 2015. On (B)(6) 2015: ultrasound found fluid around right knee joint, large effusion, baker's cyst found. On (B)(6) 2015: pain and inflammation. Cortisone injection given. On (B)(6) 2016: persistent pain and swelling of right knee. Differential diagnosis include loosening of the prosthesis, osteolysis or chronic infection. On (B)(6) 2016: pain, swelling and tenderness in right knee. Cortisone injection given. Prescription for vimovo given on (B)(6) 2016. On 2017: plaintiff claims of back pain and shoulder pain due to shifted weight and gait from knee pain. Orthotics prescription given on (B)(6) 2017. On (B)(6) 2017: motion brace given to improve range of motion. On (B)(6) 2019: revision surgery. Diagnosis of aseptic loosening on the tibial side of the right total knee replacement. Discharged on (B)(6) 2019 after surgery. Unknown if new devices were implanted. On (B)(6) 2020: knee pain, baker's cyst, occasional shooting pain along lower leg, and diffuse anterior knee pain after long shifts. Use of voltaren and tylenol. This pc was linked to (B)(4).

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary no device associated with this report was received for examination. A worldwide lot specific complaint database search, or manufacturing record evaluation, was not possible as the required lot number was not provided. The information received will be retained for trend analysis, post market surveillance, or other events within the quality system. Device history lot a manufacturing record evaluation (mre), was not possible because the required lot code was not provided.